Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was unable to increase the amplitude as the system was auto-reducing on all programs. The sjm rep met with the pt and determined multiple contacts had invalid impedances. An x-ray did not reveal migration or anomaly. It was reported the physician planned surgical intervention to address the issue at a suture date.